Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.